Event description:
Additional information: it was later reported that the "pump alarmed every day since implant". The pump was explanted and returned for analysis. No rotor studies were done. Patient recovered without sequelae. Reason for catheter removal was stated as "other".

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Catheter model # 8709sc, serial # (B)(4), implanted (B)(6) 2011, explanted unk.

Manufacturer narrative:
Analysis of the pump revealed no anomaly, normal device function. On arrival the initial device print out showed multiple stalls and recoveries that occurred on (B)(6) 2011 (18 minutes), (B)(6) 2011 (8 minutes), (B)(6) 2011 (8 minutes), (B)(6) 2011 (241 minutes), (B)(6) 2011 (18 minutes), (B)(6) 2011(12 minutes), (B)(6) 2011 (22 minutes), (B)(6) 2011 (10 minutes), (B)(6) 2011 (10 minutes), (B)(6) 2011 (10 minutes), and (B)(6) 2011 (240 minutes). Since its arrival no additional stalls had occurred. Pump passed all testing. Pump components appeared very clean with no apparent defects or evidence of corrosion during both initial and final analysis. An additional analysis showed no anomalies in hybrid performance and it was concluded that a root cause for the stalls and recoveries could not be linked to any pump anomaly. Returned for analysis was also the catheter; analysis of the same revealed no significant anomalies. There were two cuts noted in the catheter body that appeared to be slice cuts, one of them leaked.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient's pump had numerous motor stalls and recoveries, with a tube set on (B)(6) 2011; and additional stalls and recoveries since (B)(6) 2011. The pump was currently stalled with no motor stall recovery recorded. Medical and environmental emis were ruled out. The hcp planned to wait one (1) week and will assess the pump's function again at that time. No patient symptoms were reported. The medication administered via the pump was morphine 5 mg/ml concentration at a daily dose of 0.25 mg/day at a simple continuous infusion. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.